Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a missing grommet, and the returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that the physician had difficulty implanting the device due to a set-screw problem. After three attempts a new device was implanted. No patient complications have been reported as a result of this event.